Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges infection in her sinus cavity by her eye, had multiple antibiotics, sectioning and had to go from her primary dr. To ent and then to infectious disease. No medical intervention was required by the patient. In addition, the patient states that the particles in the device were not visible. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information regarding a remstar auto a-flex the patient alleges infection in her sinus cavity by her eye, had multiple antibiotics, sectioning and had to go from her primary dr. To ent and then to infectious disease. No medical intervention was required by the patient. In addition, the patient states that the particles in the device were not visible. In this report, these sections: adverse event/product problem, describe event or problem (b5), type of reported complaint and health impact grid, remedial action init and recall (z) number have been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges infection in her sinus cavity by her eye, had multiple antibiotics, sectioning and had to go from her primary dr. To ent and then to infectious disease. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 07/03/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges infection in her sinus cavity by her eye, had multiple antibiotics, sectioning and had to go from her primary dr. To ent and then to infectious disease. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.